Manufacturer narrative:
The device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, noise was observed on the electrograms (egms) when the right ventricular (rv) lead was connected to this pacemaker. The lead was removed and reconnected but the noise remained. Lead measurements were normal when tested with the device and the noise was not being oversensed. The lead was removed and the device was flushed to remove any air that could be present, and the lead was retested on the pacing system analyzer (psa) with normal measurements reported. The lead was connected to the device a third time but the noise persisted. A new device was then connected to the same lead, with no noise observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. No noise was present on the electrograms in the laboratory. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.